Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where foreign objects were found on the forceps elevator. The customer does not know what the foreign material is. The customer stated there were no abnormalities in the accessories used for reprocessing. The forceps elevator was brushed. The forceps elevator was flushed with detergent solution. There were no other concerns with reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the forceps elevator of the ultrasound gastrovideoscope had foreign material. There was no patient involvement.